Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was returned for additional evaluation and investigation. Visual inspection of the pump did not find any exterior anomalies. An attempt to inquire the pump failed and the programmer displayed an error code 100 (pump stopped). A subsequent attempt to read the pumps memory with a programmer tool also failed. No information could be obtained from the pump. The top cover of the pump was removed. No visible anomalies were observed in the component compartment. The battery was tested and was confirmed to have enough voltage to run the pump pcba. This root cause of the alleged issue was not able to be confirmed through the investigation. Internal complaint number: (B)(4).

Event description:
Patient tracking received a tracking form through email reporting a pump replacement surgery. The reason for the pump replacement was reported to be that the pump displayed 100 level error codes. Additional follow up communication with an agent covering the issue confirmed that a soft reset was unsuccessful in clearing the error codes. At the time, technical solutions had assisted (B)(6) and the physician through a hard reset of the pump. The error was mitigated and the patient was informed to monitor their pain over the next day as the error may return within 24 hours. The agent had stated that the patient did not experience any negative symptoms associated with the error codes observed. Additional communication was not provided by the agent.